Event description:
When the customer put the ring into the pt, it disintegrated. As they went to use the second device that had just been pulled from (B)(4), it disintegrated in their hands. Voluntary medwatch was received on (B)(4) 2010: the pt was undergoing procedure to drain cyst. The catheter broke into pieces during the procedure. Some pieces were retained within the pt. The procedure was completed. Pt's condition is stable. The physician took another catheter from the same lot, checked the stability and it broke into several pieces. Two other units from the same lot were removed to avoid use. The pt's condition is stable.

Manufacturer narrative:
(B)(4). Corrected data from user facility report. No product was returned to assist in this investigation. Each device is inspected to ensure the surface is clean and free of damage. Product label contains symbols instructing to keep device away from sunlight and dry. Although additional information about storage conditions at the customer's facility were not available, it is possible that this failure is due to excessive exposure to uv light which can cause material degradation. We have notified the appropriate personnel and will continue to monitor for similar complaints. Add'l info from voluntary: date of report: (B)(4) 2010. Manufacturer: cook medical/cook incorporated. Model # dpln-40-25-ring. Serial # (B)(4). Exp date: 11/01/2010. Other #g03388. Single use device?: no. Device available for eval?: yes. (B)(6) date of report: (B)(4) 2010. (B)(4).